Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain and spinal pain. The event date was (B)(6) 2018 and the critical alarm was going off. The patient asked the doctor if he could turn off the alarm and the doctor said ¿no¿ he could not and to call the manufacturer while the patient was currently at the doctor¿s office. During the call, the patient was informed that both the doctor and the nurse had left. It was further reported the patient was at the doctor¿s office and they told him the pump had a motor stall and according to the doctor he had six months left on the current pump. The patient was to follow-up with the healthcare provider (hcp). The patient was at the doctor¿s office and he was wondering how to have the alarm turned off. It was reviewed the clinician programmer could turn off the alarm, but the hcp told the patient he was not able to turn off the alarm and to call. The patient wanted to know if they could just turn off the pump and it was reviewed it was up to the doctor¿s discretion, but they could with the clinician programmer. Patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-16. It was noted that the current hcp did not seem to want to turn the pump off. Per the patient, a manufacturer's representative (rep) went out there, but did not teach the hcp how to shut off the pump. The patient stated he needed help getting a rep to educate the hcp on how to turn the pump off. The patient reported that he has gone through withdrawals twice now. Additional detail were clarified regarding the previously reported withdrawal event. The patient stated that "I believe, not totally positive, I think the first was (B)(6), that went for days, that went until (B)(6), and then on (B)(6), I cleared up and I was good on (B)(6), and then I believe it [withdrawal] hit me in the am on 2018 (B)(6) again, and that went for days, until maybe the (B)(6) I can't be sure, to be honest it's a bloody haze." The patient reported that the pump is "starting to give him extra" and there has been two times now that he has felt "euphoric." It was reported that the patient first felt euphoric on 2018 (B)(6). The patient stated that his friend took him out to eat because he hadn't eaten and "stuff like that," and while he was sitting in the restaurant waiting for food, he went "blah and kind of lost it." When asked to clarify what he meant by " blah," the patient said he was "out of it." The patient stated that this happened on 2018 (B)(6), and it was the day he was free from the withdrawals; he actually felt good enough, with an appetite to eat. The patient described that it wasn't like a lightheadedness you get when you haven't eaten all day long, where you stand up and get lightheaded, it was definitely like the patient was getting too much medication. It was reported that the second time the patient felt euphoric was last night (2018 (B)(6)), he woke up in the am hours and was euphoric, "whatever you want to describe it, without using the wrong terms." The patient reported that the pump failed a "year ahead of time." It was stated that the pump wasn't supposed to fail until (B)(6), and then it changed to 6 months, and then it failed altogether. It was noted that the patient read his bolus drug information, and reported the following: the pump contained an unknown concentration of morphine, delivering 0.499 mg/bolus, at 5.001 mg/day a nd the patient was allowed 4 boluses a day, with a bolus duration of 240 minutes. The patent was provided with physician listings. Additional information was received from a manufacturer's representative (rep) on 2018 (B)(6). It was reported that the patient told the hcp that the pump came back on, so the hcp told the patient to stop taking the oral medication. The rep stated that this was an opioid, and the patient needed to discuss what to do with the physician. It was stated that the hcp knows very well how to manage the pump, and that the patient doesn't know if they want the pump replaced or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated he did go to the healthcare provider¿s office; however, the staff did not quite know what to check using the clinician programmer and told the patient that they would notify the company representative (rep) and asked for some assistance. The patient said the hcp prescribed oral medication for them, but the patient said that he did experience withdrawal symptoms (¿like from a drug addict¿) and return of pain beforehand. These symptoms started a few days before (B)(6) 2018. It was reported the pump started working again this morning and the patient started feeling better this afternoon. It was noted the patient now realizes how much the pump did help manage his pain. The patient had pain from arthritis, herniated disc and crps (in arms and legs). The situation was being addressed by the healthcare provider (hcp). Nofurther complications were reported/anticipated or expected.